Event description:
It was reported that during a da vinci hysterectomy procedure, a broken wire was identified on the pk dissecting forceps instrument. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported. Nothing reportedly fell into the patient.

Manufacturer narrative:
The pk dissecting forceps instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found frayed pitch cable at the distal idler. No damage was found on the pulley and the clevis. Failure analysis investigation also found the following damages, which were not reported: one grip was bent, causing side to side misalignment of grips. There was a .042 offset at the tips. The bent grip had a separation of the yaw pulley cover at the glue joint, indicating overloading at the tip. The instrument passed the electrical continuity test. In addition, there were scratches on the surface of the distal pulley. No other damage was found. Failure analysis concluded that the bent grip may have been due to mishandling. The endowrist® instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a reportable event; however, the frayed pitch cable could likely cause or contribute to an adverse event, if the malfunction were to recur.